Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machne during their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected their transfer set from the patient line of the homechoice set during a dwell phase and did not return in time for the following drain cycle. When the home patient returned the machine was alarming. The home patient reconnected themselves to the setup and attempted to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.